Manufacturer narrative:
The reported event of helix would not extend was confirmed. A complete lead was returned in one piece. Helix mechanism test could not be performed due to the partially extended/bent helix consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the right ventricle lead sometimes could not be retracted or extended. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable.